Event description:
It was reported that during a device changeout it was discovered the patients left ventricular (lv) lead was causing phrenic nerve s timulation (pns). The lead was capped and a new lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.